Event description:
Subsequent to the initial medwatch filed, additional information received: there was a global hypokinesia of the left ventricle. The anterior part of the anterior mitral valve was torn and the second clip implanted was left securely attached to the posterior leaflet and much less attached to the anterior leaflet with an asymmetrical position.

Manufacturer narrative:
(B)(4). Event description (continued): during surgery a hole was observed in the anterior leaflet. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, mitraclip (40909u1/53). The mitraclip was explanted and is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets (failure to adhere or bond), single leaflet device attachment (slda) and full clip detachment can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty grasping the leaflets (failure to adhere or bond), slda and full clip detachment can be influenced by difficulties with visualization or morphology of the mitral valve including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, based on the information reviewed, the reported difficulty grasping the leaflets was likely due to the patient anatomy (restricted posterior leaflet and indentation). In this case, based on the information reviewed, the reported difficulty grasping the leaflets was likely due to the patient anatomy (restricted posterior leaflet and indentation). Additionally, it is possible that the frailty of the leaflets, in addition to the grasping attempts and positioning of the second clip, caused the anterior leaflet to tear and result in the subsequent slda and eventual detachment of the first clip from both leaflets. While a definitive cause for the tissue damage/tear cannot be determined, the reported slda, clip detachment and difficulty grasping appear to be related to procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with this device. This event and returned images were reviewed by an abbott vascular senior medical advisor. The reviewer concluded that given the information provided, the portion of the tissue found when the first clip was retrieved was the anterior leaflet. It is the result of the underlying etiology of the leaflet which was confirmed to be fragile. The slda may have been contributory but was not causal. Additionally, the multiple grasps of the anterior leaflet with the first clip due to the challenging leaflet anatomy was contributory to the anterior leaflet tear. The patient effects of mitral valve injury (tissue damage) and mitraclip system component embolization are listed in the mitraclip system instructions for use (IFU) as possible outcomes related to the mitraclip procedure. Although a definitive cause for the tissue damage cannot be determined, the embolization was a result of the clip detachment. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is filed because the first deployed clip (40909u1/57) detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet (single leaflet device attachment/slda), then later completely detached from the single leaflet and migrated to the renal vein, resulting in a torn leaflet and requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Mitral valve leaflet anatomy was challenging. The first clip delivery system (cds 40909u1/57) was advanced to the mitral valve leaflets. Leaflet grasping was difficult due to the anatomy, but after the fourth grasp, the clip was implanted with an mr reduction of 2+. It was then observed that the implanted clip detached from the posterior leaflet and was only attached to anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. The second cds (40909u1/53) was advanced to the mitral valve in attempt to stabilize the first slda clip and further reduce the mr. After several attempts, a successful leaflet grasp was made and the second clip was implanted. The mr was reduced to 3-4. The procedure was aborted and non-urgent surgical mitral valve repair was scheduled. The patient was stable. However, on (B)(6) 2014, it was observed that the clip completely detached from the anterior mitral valve leaflet and was found in the renal vein. The clip was successfully retrieved with a lasso catheter. A portion of the leaflet was found with the slda clip. Due to the leaflet quality, the patient was treated with valve replacement on (B)(6) 2014.